Event description:
Patient was ordered an infusion of d10, total of 321.5ml bolus. Upon inspection, pump was found to have infused 500ml instead, overinfusing the patient by 178.5ml extra d10. Patient suffered no harm but required additional monitoring.